Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the electrogram (egm) was missing from the patient's implantable cardiac monitor (icm). No intervention was performed and the patient was in stable condition.

Event description:
New information received notes that the event of missing transmission on the implantable cardiac monitor (icm) recurred. An atrial fibrillation (af) episode transmitted on (B)(6) 2026 demonstrated a pause occurring within the episode; however, no separate pause episode was stored on the transmission. No intervention or changes were performed and the icm will continue to be monitored. The patient remained in a stable condition.